Event description:
Pt had an open reduction and internal fixation of her hip on 5/31, which was redone on 6/23/95. She had an intramedullary reconstruction nail inserted. On 8/18, she was allowed to weight bear and 2 days later she had severe pain in the hip and fell. She sustained failure of the fixation with a broken rod.